Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were reviewed however could not be assessed due to poor image quality. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date- approximately 4 years ago. Concomitant medical products: xl-115363, arcom xl 44-36 std hmrl brng, 588280, 115310, comp rvrs shldr glnsp std 36mm, 233870, unknown screw, unknown , unknown screw, unknown , unknown screw, unknown, unknown screw, unknown , 115370, comp rvs tray co 44mm, unk, 010000589, comp rvrs 25mm bsplt ha+adptr, 876360. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03130, 0001825034-2019-03133, 0001825034-2019-03134, 0001825034-2019-03139, 0001825034-2019-03141. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's left shoulder was revised approximately 4 years ago due to glenosphere dissociation and screw loosening. No additional information available.